Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Upon device interrogation, it was noted that there were high impedances on the right ventricular (rv) lead resulting in a polarity switch. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the syncope was unrelated to the rv lead performance and that the rv lead was reprogrammed.